Event description:
Original was to set up meter, but when asked to insert test strip, the screen was blank. The customer tried another strip, but the screen remained blank. As I was taking down the customer's information, er6 appeared on the screen.